Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a defective air/water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a foreign object was clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects. In addition, the evaluation found the following; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a white clouded area, switch 1 had a scratch and had wear, the forceps channel port was shaved and the universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The device was cleaned, disinfected, and sterilized before requesting repair. There was no delay to the start of pre-cleaning. Water and air (a/w) was supplied to the a/w nozzle. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Flushed air/water nozzle / channel with the detergent solution. Facility noted no abnormalities on the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.